Event description:
The customer reported that during use of this guide in an acl reconstruction, the drill bit could not be removed from the guide. The customer reported multiple attempts to remove the device failed, and the drill bit had to be removed by cutting it. The procedure was successfully completed without injury to the pt but there was quite a delay.

Manufacturer narrative:
Investigation findings: to date, conmed linvatec has not received this device for investigation. A follow-up report will be sent upon receipt of the unit and completion of the investigation. Associated report: 1017294-2008-00243.